Manufacturer narrative:
The analyzer serial number is (B)(4). The calibration recovery data provided was acceptable. The customer was advised to follow the internationally recommended syphilis testing workflow with a specific focus on the correct procedure for resolving discrepant results within the reverse sequence algorithm. The investigation determined that a sample specific discrepancy is likely. False reactive results may occur as the specificity of elecsys syphilis assay is claimed as less than 100% per the method sheet. No product problem was identified. The reagent performs within specification.

Event description:
There was an allegation of questionable elecsys syphilis results for 1 patient sample on a cobas 8000 e 801 module compared to two competitor analyzers. The customer questioned the initial result as it did not match the patient's clinical diagnosis. The initial result was 1.14 coi, interpreted as reactive. The sample was repeated on a wantai analyzer and an abbott analyzer and both gave non-reactive results. A treponemal test was performed on the patient sample and the result was reactive. A follow up non-treponemal test was performed and the result was non-reactive. No questionable results were reported outside of the laboratory.